Event description:
Medtronic received information that during use at the time of puncturing the patient, the customer reported poor flow through the aortic root cannula. The cannula was replaced. There were no adverse effects to the patient.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. During the cleaning process there was flow observed through all sections of the device. Additional flow testing will be provided by the supplier. Reason for return was undetermined. Conclusion: after investigation at medtronic and viant, complaint is unconfirmed for insufficient flow through the aortic root cannula. There was no observed damage to the device, performance testing indicated that the device functions as intended and product met all required manufacturing specifications. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends per the product quality meetings procedure. Visual inspection of the returned device found no outward signs of damage. No damage observed in the tip area as well. 2) functional testing was then performed on the device by attaching the cannula to 1 psi air. Adapter line was then clamped close. Stopcock like was then submerged under water with air bubbles observed coming from the holes in the tip. Next the needle line was tested and also attached to the 1 psi air, with the tip held across the water air flow could be seen by the ripples. The final flow test was performed on the adapter line after the clamp had been opened and also shows air flow coming from the tip. See photos. 3) review of DHR found all processing documentation shows this product lot did meet the required manufacturing and quality processing checks. 4) all functional testing of the complaint device passed each flow test. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.